Event description:
It was reported that ongoing intermittent occlusion alarms occurred. Customer's blood glucose (bg) was 380 mg/dl. Reportedly, the customer had been using the same cartridge and infusion set for over 2 days using lispro insulin. Tandem customer technical support informed customer that lispro insulin is indicated for use with tandem supplies for 2 days. Customer changed cartridge and infusion set to address the issue.